Manufacturer narrative:
Follow-up # 1 date of submission 10/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2015 with the following findings: a review of the pump black box data revealed voltage drops and low battery wanring alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked from the thread area to the case seal and below the grip pad. The battery compartment threads were observed to be stripped as well. There was moisture found inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak. Current draws were within specifications. A battery life issue was not duplicated during this investigation. The pump case was removed, and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.